Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were attached to the dialyzer. The fibers were wet, and blood residue was noted in the header caps and throughout the dialyzer. There was no damage noted on the returned sample. During a gross visual examination, a delamination was observed on the cavity ID end of the dialyzer. The delamination extended from approximately 350° to 45°, with the dialysate ports situated at 0°. The polyurethane (pu) was noted as being uneven. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of a dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialyzer and the lines. A blood test strip was used to test for the presence of blood in the dialysate, and it tested positive. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Upon follow-up, it was confirmed there was no visible damage identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed in the dialyzer and the lines. A blood test strip was used to test for the presence of blood in the dialysate, and it tested positive. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Upon follow-up, it was confirmed there was no visible damage identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.